Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose (bg) level was displayed as high on the continuous glucose monitor; specific value was not provided. High bg was addressed via a correction bolus from the pump. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and complete troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.